Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3.

Event description:
Healthcare professional reported left exchange due to patient's concerns with the product. Healthcare professional later reported rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as surgical damage. Anxiety-product/procedure: unable to observe. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left exchange due to patient's concerns with the product. Healthcare professional later reported rupture. The device has been explanted.

Event description:
Healthcare professional reported left exchange due to patient's concerns with the product. Healthcare professional later reported rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.